Event description:
It was reported that a patient underwent an atrial fibrillation (afib)- paroxysmal ablation procedure with a thermocool smarttouch sf and during the operation, the catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on the patient. Additional information received on 19-nov2025 indicated that the curve of the catheter was stuck/jammed in a full/partial deflected position. The knob/piston was unable to be turned and/or pushed up and down. There was no difficulty experienced in removing the catheter. There was no physical damage observed at the distal end of the catheter.

Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the piston of the catheter was observed activated and the tip of the catheter was observed semi deflected. However, based on the photo, it is not possible to determine a stuck condition. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis, and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).